Event description:
It was reported that the insulin pump alarmed no delivery. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.